Manufacturer narrative:
Concomitant medical product: 6947-65 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non-capture and low sensing/ undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.